Event description:
It was reported that the customer passed away at home. The official cause of death was irritable bowel disease. The caller stated that the customer had a heart issue and two valves were replaced. The caller also stated that diabetes came after the heart issue. The customer's blood glucose, at the time of death, is unknown. The customer was wearing the insulin pump at the time of death. The customer was using sensors and the customer was wearing a sensor at the time of death. The caller stated that the customer had just gotten the insulin pump referenced in this report and had not yet used it because he was still on a trial program with a different insulin pump. At this time, the insulin pump will not be sent for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No cosmetic damage was noted. No data was listed for the date of (B)(6) 2015 due to the insulin pump was received without the battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.